Event description:
It was reported that during an unk procedure, the device misfired. There is no additional info available. There was no adverse consequence to the patient.

Manufacturer narrative:
Eval summary: the device designated as a is associated with another device and not this file. The analysis showed that device b was rec'd in good visual condition and with a reload loaded in the device. The reload was rec'd partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional as the firing mechanism was noted to be damaged. No functional test could e performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. A batch review was performed and no anomalies were found during the mfg process. The analysis results found that device c was rec'd in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. Device c add'l info: batch # e5rv7g. Expiration date: 10/2013. Mfg date: 11/2008.